Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "says it needs to be plugged in even when it is plugged in." Additional notes provided by the facility¿s clinical engineering support services include: "the unit recognized itself as being plugged into ac power when I first turned it on. When I moved the unit, so I could try to run a battery reconditioning test, the ac power indicator turned off and the unit alarmed that it was on low battery. I found that the power cord was only staying connected when it was in certain positions, which means that the cord had a fault in it. I replaced the power cord and it is now staying connected in all positions.I ran the unit through all of its pm testing without any other issues. The unit will need to stay plugged in for a while to charge its battery." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿